Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough; guide catheter: hyperion 6f. Unique device identifier (UDI): (B)(4). The device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in a moderately calcified, mildly tortuous right coronary artery with 99% stenosis. When a 2.5x33mm xience alpine stent delivery system (sds) was advanced to the target lesion, the sds could not cross the lesion due to the patient anatomy. The xience alpine sds was pushed and pulled many times in an attempt to cross the lesion. When the xience alpine sds was retracted from the target lesion it experienced resistance with the patient anatomy and the stent strut in the proximal side of the 2.5x33mm xience alpine stent became flared. The patient was treated with a new same sized xience alpine sds, resulting in 0% stenosis. There were no other device issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.